Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Replacement of the defective mainboard.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up (blue boot screen).